Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® 9nc 0.129m plus blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 363080, batch no. 9128895. Verbiage call received today from user facility had issues with blue top tube. Facility is experiencing under-filling of tubes. After tube is deemed as under fill, it is discarded and patient is redrawn. Unsure of the quantity affected. There is no specific date of event as it has happened on several occasions.